Event description:
Information received from a healthcare provider for a clinical study reported via a manufacturing representative that there were six adverse events and 3 patients had their device removed.